Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("second pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she underwent partial hysterectomy). Essure was removed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place & fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("second pregnancy") in a female patient who had essure (batch no. 624494,624839) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent partial hysterectromy). Essure was removed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place & fallopian tubes occluded lot number: 624494 man date: 2007-05 exp date: 2009-04 . Lot number: 624839 man date: 2007-06 exp date: 2009-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('term pregnancy') and caesarean section ('c-section') in a 35-year-old female patient who had essure (batch no. 624494,624839) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2009. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy. And bilateral partial salpingectomy, c-section). Essure was removed on (B)(6) 2012. At the time of the report, the pregnancy with contraceptive device and caesarean section outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered caesarean section, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff experienced previous pregnancy episode with essure in 2009 captured under case no (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: coils properly in place & fallopian tubes occluded. Lot number: 624494 man date: 2007-05 exp date: 2009-04. Lot number: 624839 man date: 2007-06 exp date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: medical record received. Event added: c-section. Pregnancy outcome, delivery type and date, reporter's information were added. Event menorrhagia added as medically significant and intervention required added as hysterectomy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('term pregnancy') and caesarean section ('c-section') in a 35-year-old female patient who had essure (batch no. 624494,624839) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2009. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy. And bilateral partial salpingectomy, c-section). Essure was removed on (B)(6) 2012. At the time of the report, the pregnancy with contraceptive device and caesarean section outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered caesarean section, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff experienced previous pregnancy episode with essure in 2009 captured under case no (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: coils properly in place & fallopian tubes occluded. Lot number: 624494 man date: 2007-05 exp date: 2009-04. Lot number: 624839 man date: 2007-06 exp date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("second pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she underwent partial hysterectromy). Essure was removed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place & fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.